Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose events while traveling, including a documented nadir of 42 mg/dl and episodes near 70 mg/dl, and inquired about a factory reset pending clinical approval. Symptoms included tiredness and loss of appetite. Outcomes included self-treatment with oral carbohydrates, reported as five sodas, without need for assistance or medical intervention. Investigation included customer support troubleshooting and education, as well as escalation to clinical support for potential device reset approval. Investigation of this case revealed the cause of hypoglycemia was unclear, and no definitive device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.